Manufacturer narrative:
H3. Device evaluated by MFR?, code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. B5. Describe event or problem (first sentence only), d6b. If explanted, give date (mo/day/yr), f10 health effect - impact code; corrected data; information known prior to submission of initial MDR.

Event description:
The patient had a battery replacement due to battery depletion. It was reported by the physician that the cause if the increase in seizures is not related to vns therapy/surgery. The increase that occurred was below pre-vns baseline levels. Device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures. The patient believes the battery may be depleted. The patient was prescribed medication for the seizures and has been referred for a battery replacement. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.